Manufacturer narrative:
(B)(4) h6: proposed component code: mechanical (g04) ¿ head. The location of the reported device is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a right hip revision. It was noted that the head and liner were revised. It was confirmed that no further information could be provided.